Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle of the suture popped off. This was seen before the device was removed from the package and prior to procedure. There was no patient involved.